Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer called to report a capsule that would not attach to the esophagus. The pt was not injured thru the process.